Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Customer's reported problem was confirmed. Pump was found to be displaying "1872" error code message on power up when batteries are inserted. Found a broken small piece of debris jammed between the motor's gear and hub gear that causes the issue. Actions/repairs were done to correct the reported issue: motor gear, hub gear, optical switch were replaced and lubricated the camshaft.

Event description:
It was reported that during testing a smiths medical pump exhibited error 1872. There was no patient involvement.